Event description:
Mayfield clamp being returned for evaluation and repair. Customer reported involvement in an incident while in contact with a patient, during which the clamp "slipped". No patient injury has been reported. June 27, 2006: additional information received advising that the patient did sustain a laceration which required " a couple of stitches to close."

Manufacturer narrative:
The returned clamp was in fair condition. The 80# torque knob tested in specification, the ratchet arm had no visible cracks, but was stiff to push through clamp base, and the pin receptacles passed the "go/no-go" gage. The large starburst showed wear, and needed helicoil thread replacement, but was functional. The swivel lock had some movement and needed adjustment. All other components were functional. When properly positioned, adjusted and locked, the skull clamp could not be made to duplicate the reported "slip." After disassembly, the index knob was found to be cracked and needed replacement. The internal parts needed cleaning. Upon approval by the hospital, the clamp was repaired and returned.